Event description:
The patient was laying on the general electric radiography and fluroscopy tilting table when the table self-activated throwing the patient to the floor. The patient received a hematoma to the left occipto-parietal region. CT scans and x-rays of hip were required; no fractures noteddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jun-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: manufacturing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.